Manufacturer narrative:
A supplemental report is being submitted for additional event details and to revise the event date. Additional products: d4: lot#: 1424079 h6: patient ime code(s): e1201 h6: imf code(s): f2203 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) had low flow alarms which initially improved with hydration and continued for several days prior to the patient presenting to the emergency department. A transthoracic echocardiogram (tte) showed the patient's ejection fraction was 20-30% and their left ventricular end diastolic dimension (lvedd) was approximately 4-5 centimeters. A cardiac computerized tomography (CT) was performed which confirmed findings of severe stenosis of the outflow cannula likely 2/2 with external compression of the cannula with debris collection between it and the outer ring.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-sep-2022 / lot#: 1424079, UDI #: (B)(4), available for evaluation? No, mfg date: 01-sep-2017, labeled for use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to an outflow graft obstruction. It was also noted that the patient underwent a thoracentesis. The ventricular assist device (vad) and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. Log file a nalysis revealed (61) low flow alarms logged since (B)(6) 2019 within the analyzed period. As a result, the reported low flow event was confirmed. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient was hospitalized due to an outflow graft obstruction. Of note, the patient underwent a thoracentesis. Additional information from the site indicated that the ventricular assist device (vad) had low flow alarms which initially improved with hydration and continued for several days prior to the patient presenting to the emergency department. Of note, a transthoracic echocardiogram (tte) showed the patient's ejection fraction was 20-30% and their left ventricular end diastolic dimension (lvedd) was approximately 4-5 centimeters. Of note, a cardiac computerized tomography (CT) was performed which confirmed findings of severe stenosis of the outflow cannula likely 2/2 with external compression of the cannula with debris collection between it and the outer ring. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: outflow graft:1424079 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.